Event description:
It was reported that patient experienced ineffective therapy, patients lead has low impedances. As a result, surgical intervention may be undertaken to address the issue. The investigation was unable to determine the lead that associated with the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg slimtip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7457524.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction a4 patient weight. Correction d10- drg ipg therapy date, extension added, therapy date for one of the leads. Correction e1- initial reporter.

Event description:
Additional information indicates that another one of the patients leads was fractured. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein patients lead that had low impedances was explanted and the fractured lead was unplugged and left implanted, and 2 new leads were implanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.